Manufacturer narrative:
Date of report: 08jun2021. There was no patient involvement.

Event description:
It was reported the touchscreen was not sensitive. There was no patient involvement. The authorized service provider (asp) determined the touchscreen needed to be replaced. The asp replaced the touchscreen and the issue was resolved.